Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the patient received inappropriate anti-tachycardia pacing due to noise oversensing exhibited by the implantable cardioverter defibrillator - ICD. The ICD was reprogrammed and the patient was in stable condition afterwards.